Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient that is under corrected following refractive treatment. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the logfile for the treatment day shows the warning message repeated many times. The high voltage (hv) was 96% during this treatment. The hv values on that day were between 91 and 100%. According to user manual, if the system shows this message, the user has to perform a gas change and repeat the energy measurement and the user must contact service if this message does not disappear. The logfile review shows the user has only performed gas change at system start. The user performed multiple surgeries even though the hv was still high and the message repeated. High voltage could be a possible root cause for the reported under correction. A review of the technical service onsite history showed the laser was successfully verified. After this event, the fse replaced arf cylinder, optics, filter and performed preventive maintenance and full system verification per service installation record. The most possible root cause for the reported under correction is that the user did not follow the user manual. The system was showing message to inform the user the voltage was high. Had the user followed the instructions from the user manual, a potential unexpected outcome could have been excluded. Thus, no technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).